Event description:
Meter would not turn on. The pt had a dry mouth and contacted a medical professional for advice. No treatment was given. The customer care rep performed troubleshooting and verified the meter would not power on. Based on the info obtained from the pt there is indication the product malfunctioned.